Event description:
It was reported that the procedure was performed on (B)(6) 2014, to treat a 90% stenosed lesion in the left anterior descending (lad) artery with mild tortuosity and heavy calcification. This was an acute myocardial infarction patient. Pre-dilatation as performed with a 3.0 x 15 mm traveler balloon and the 3.0 x 18 mm xience xpedition stent was implanted in the proximal lad; however, it was noted that the xpedition stent was not fully expanded due to the lesion being substantially calcified. An additional xience xpedition stent was implanted in the mid lad, overlapping. Post-dilatation was performed with a non-abbott balloon. Another xience xpediton was implanted in the left circumflex. It was confirmed that the patient was compliant in following the dual antiplatelet drug therapy (dapt) after the procedure. On (B)(6) 2015, the patient presented with chest pain and stent thrombosis was confirmed via intravascular ultrasound (ivus) in the distal portion of the 3.0 x 18 mm xience xpedition stent. No thrombosis was observed in the overlapping stent. Balloon dilatations were performed for treatment and medications were prescribed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to deploy from this lot. Based on the reviewed information, no product deficiency was identified. The reported patient effects of angina and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.